Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation was then not completed. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the handpiece doesn't stop when the user released the triggers there was no patient harm or delay reported.